Event description:
Additional information has been received that there was no health consequences to patient.

Manufacturer narrative:
Product manufacturing site updated due to receipt of serial number manufacturer report number corrected and reported under 9612169-2024-00017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the surgeon mentioned that after placing the iol in the bag, one of the haptics stuck to the optic. When pushed it came loose, but the imprint was remained. Additional information has been requested.